Event description:
Philips received a complaint by the customer on the v60 indicating that the part numbers for the replacement base assembly for the older cart and replacement wheel for the newer cart were requested. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request the part numbers for the replacement base assembly for the older cart and replacement wheel for the newer cart. Per good faith effort (gfe) response, the customer stated that the ventilator was in perfect condition after the replacement wheel was installed. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer received and installed the replacement wheel. The customer also stated that the ventilator was in perfect condition. After following up with the customer via phone, the customer communicated that the wheel needed to be replaced because it was missing and stated that the original wheel was actually found detached in the hallway about two weeks after the replacement wheel was installed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.